Event description:
(B)(4). I have continued pelvic pain, pinching pain in tubal area, joint pain, fatigue, headaches, lack of libido , pain/bleeding during sex, prolonged periods, large clots during periods, extremely heavy bleeding, bleeding between periods, low energy, muscles pain , bowel incontinence, muscle weakness, lower back pain , depression, increased anxiety, thoughts of uselessness, inability to stand for long periods of time.